Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion set bent cannula events on (B)(6) 2026. The blood glucose level was 499 mg/dl and the patient was treated with correction bolus via pump. The insertion site was abdomen. The infusion set was in use for six to eight hours. The patient replaced the infusion set and resumed insulin deliveries successfully.